Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Mfg site eval: there are previous complaints of this code batch. There are no units in OEM stock. Received 21 closed samples and one open and manipulated sample with a thread inside (there is no needle connected to the thread). Tested the needle attachment of the closed samples received and the results of one sample was found to be out of specification. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: there is already an improvement project in place to avoid this kind of incidents in the future.